Manufacturer narrative:
The case was reviewed by the senseonics chief medical officer, whose assessment was that there is no medical explanation for how the sensor or transmitter could independently cause tachycardia. The system does not generate electrical impulses, its placement is remote from the cardiac system, and there is no mechanism by which it could stimulate pulse generation in the heart. Tachycardia has not previously been observed in clinical trials or reported through adverse event surveillance. While it is possible that the patient experienced anxiety related to the insertion procedure, even elevated catecholamine levels would not be expected to cause sustained tachycardia in the absence of an underlying cardiac rhythm disorder. Based on the available information, a causal relationship between the reported tachycardia and the system or procedure could not be established. At the time of this report the sensor has not been removed, and the users hcp is coordinating the removal.

Event description:
It was reported that the user sought medical attention following the sensors insertion. The user reported experiencing tachycardia and numbness on the day of the procedure. They also voiced concerns about elevated a1c levels and believed her health issues were related to the implanted sensor. The user indicated that she had sought care from multiple healthcare providers, including emergency services, cardiology, and her primary care physician, and that medication adjustments had been made by her cardiologist due to continuing symptoms. As a result, the user's hcp recommended sensor removal.